Event description:
Boston scientific received information that this device and right atrial (ra) lead were explanted due to oversensing. It was reported that the oversensing took down biventricular pacing resulting in inadequate therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that his device and right atrial (ra) lead were explanted due to oversensing. Additionally, there was oversensing on the left ventricular (lv) lead as a result of insulation damage. The lv lead was repaired and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).